Event description:
Reportedly, during pt use, the touch panel was found to be non functional. Upon booting up the ventilator, the same issues occurred. The pt was transferred to another ventilator. There was no serious or negative pt injury reported.

Manufacturer narrative:
(B)(4).